Manufacturer narrative:
Concomitant medical products: 459888 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) detected an episode of slow ventricular tachycardia (vt) as supra ventricular tachycardia (svt) and inappropriately withheld therapy. It was suspected that the inappropriate detection may have been due to the crt-d feature that functions as a svt discriminator and is used to distinguish between rapid and gradual onset of fast ventricular rhythms. It was further reported that the right atrial (ra) lead exhibited high thresholds. The crt-d and the ra lead remain in use. No further patient complications have been reported as a result of this event.